Event description:
While distracting the l4-l5 disc space, the surgeon attempted to implant a 10mm vista-p device. The surgeon attempted several times to tap the device into the space, on the last attempt the instrument bent and the instruments turned and tore the pt's dura. The surgeon performed a successful dural repair. No cerebral-spinal fluid leak was detected. The case was completed using a different device. Post-operatively, the pt was doing well.

Manufacturer narrative:
Examination of the instrument demonstrates a severely bent tip. The tip is in a very extended position, suggesting that the implant was loose on the end of the inserter. In addition, the bend is out of plane with the proper attachment orientation, suggesting the inserter rotated with respect to the implant, and the implant was loose.